Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair procedure about one year ago and mesh was implanted. The patient experienced a recurrence. During a second procedure, the surgeon found the mesh had ripped. Half of the mesh was grown into the abdominal wall and the other half was grown into adhesions. The surgeon removed the mesh and repaired the hernia with a different type of mesh. Additional information was requested.